Event description:
Return reason: balloon was getting deflated during use. Analysis determined: investigation found that the balloon operates properly but that there is a void within the manifold's potting which allows for air leakage. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that manufacturing and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.